Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/28/2021. H.6. Investigation: five defective samples were received by our quality team for evaluation. The samples were subjected to visual inspection. All five samples were observed with deformed packaging. The bottom web of the unit package had shrunk and become deformed near the end cap area of the venflon pro part causing it to force open at the opening tab. The sealing features were examined, and a grid mark was observed on the bottom web. This shows that the sealing process was completed, and the seal width passed the inspection criteria. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is no process in the manufacturing process that would cause this nonconformance. This batch was packed by a manual pack process, the operator would have detected this nonconformance if the product unit pack was deformed by the manufacturing process. Therefore, this could have occurred out of the manufacturing facility. The probable root cause could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc).

Event description:
It was reported that venflon pro 0.9mm x 25mm package was damaged. This occurred on 24 occasions. The following information was provided by the initial reporter: packaging was found to be damaged and melted as if exposed to heat.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro 0.9mm x 25mm package was damaged. This occurred on 24 occasions. The following information was provided by the initial reporter: packaging was found to be damaged and melted as if exposed to heat.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro 0.9mm x 25mm package was damaged. This occurred on 24 occasions. The following information was provided by the initial reporter: packaging was found to be damaged and melted as if exposed to heat.